Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he experienced high blood glucose of 492 mg/dl. Customer stated he felt fine and declined to be transferred for assistance and troubleshooting.